Event description:
It was reported that an ilet bionic pancreas user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet pump while readings continued on the dexcom g7 app, and a pairing failed notification was observed on the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration efforts through troubleshooting with no health impact. User support included verification of the correct pairing code, review of pump alerts, and troubleshooting after which the user was instructed to wait for data to resume. Investigation of this case revealed a cgm communication failure limited to the device and sensor connection consistent with pairing failure, with no evidence of sensor malfunction on the phone application. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors resulting in a temporary communication and pairing failure.